Manufacturer narrative:
It was reported that the anchor fractured during insertion. - visual evaluation identified that the anchor was fractured. However, without return of the product, further investigation cannot be performed. - the root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion. - the reported event is confirmed based on the investigation of the returned picture.

Event description:
It was reported that during a shoulder instability repair procedure, when the surgeon placed an anchor guide, then drilled the ar-1250lt and placed the anchor through the guide, and hits the first blow, the anchor fractures. The device was retrieved and the case was completed by using a different device.